Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the rubber covering the needle on the non patient end of a bd vacutainer® precisionglide¿ sample needle is breaking after several tubes are drawn during use. No injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for sleeve non-recovery with the incident lot was observed. Evaluation of the customer samples was limited as the samples were contaminated. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for sleeve non-recovery with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined.